Manufacturer narrative:
Additional manufacturer narrative: valve thrombosis is a rare and well-recognized complication of prosthetic valves. Valve thrombosis is the formation of significant blood clots forming on the valve. These clots could significantly impact the functionality of the valve resulting in heart failure or thromboembolism. Immediate intervention, either by thrombolytic therapy or valve replacement is required for significant thrombosis. Alternatively, there may be cases where the patient is placed on an anticoagulant to treat thrombosis. In this case, the patient is being treated with coumadin. The root cause of this event cannot be conclusively determined with the available information. However, there is no information suggesting that there were any manufacturing related issues that may have contributed to this event. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. No corrective action is applicable to this case; however, edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that this patient was experiencing new onset aortic valve thrombosis, approximately four (4) months post-implant. The patient is being treated with coumadin. The outcome of the event is noted as: ongoing.